Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) and stated that the right eye on one of the consoles was blank. The csr had power cycled the system and reseated the blue fiber, but the issue persisted. The right eye was working on the other console and on the touch screen monitor. System logs showed no errors. The tse confirmed the issue was occurring on console 2. There was a possible failed high resolution stereo viewer (hrsv) monitor. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and nothing out of ordinary was notes. The issue was resolved by completing the procedure with one console instead of two.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the blank screen and replaced the high resolution stereo viewer (hrsv) monitor according to isi procedures. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed by field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the blank screen and replaced the high-resolution stereo viewer (hrsv) monitor according to isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hsrv was analyzed, and the reported failure was confirmed. The hrsv was installed onto the test system and upon startup, the console did not present an image feed from the reported hrsv, on the right side. The hrsv image feed was completely blank, and nothing was visible on the right side of the technician's vision. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.